Event description:
It was reported that the pump's usb port was loose, resulting in difficulties charging the pump due to the charging cable not being able to stay within the port and falling out. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.